Event description:
Customer saw tiny bubbles in syringes of the ise unit. The account ran patient samples periodically for comparison and to look for drifts or shifts. They noticed a difference in the patient replicate for one patient sample: initial sodium result 138, repeat 132 mmol/l. No erroneous results were reported. Lot number of sodium electrode was not provided. The field service representative found an obstruction in the waste valves and cleaned out the valves. He replaced all electrodes and pinch valve tubing. He verified analyzer operation by performing mechanical checks and running calibration and qc.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.